Event description:
It was reported that, during an unspecified surgery, homing failed: it was determined that the handpiece tip was bent. It was attempted to straighten out tip, which resulted in further damage to the tip. A back-up handpiece was used. The set-up was delayed for 5 min. The patient was not harmed.

Manufacturer narrative:
H10 h3, h6: the device, intended for use in treatment, was not made available to the designated complaint unit for evaluation. Thus, visual and functional inspection could not be performed. It was reported that the handpiece did not home and the handpiece tip was bent. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports. A relationship between the device and the reported event could not be established. Factors that could have contributed to the reported issues are mechanical component failure from bending of the handpiece drill guide support or if debris was stuck in the drill guide support.